Event description:
It was reported that during a prostate procedure, a small fire was observed at the connection (proximal) side of the surgical fiber; the fire was doused with water and extinguished. The procedure was completed by turp. The reporter spoke with technical support and field service engineering and it was determined that the surgical fiber had been broken at the proximal (connector) end, causing the fiber to burn. There was no injury reported; the pt outcome was reported as "ok, no harm to pt".